Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent a primary breast augmentation with two 300cc smooth mentor memorygel breast implants has experienced bilateral breast pain and unexplained systemic symptoms postoperatively, including chest pain, heart palpitations, hypertension, numbness and tingling in arm, anxiety, brain fog, and eye floaters. The patient has consulted a healthcare professional, and diagnoses were made via physical examination, EKG, and echo cardiogram. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2020. This medwatch report is for the right-sided implant.